Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous retrieval procedure as the filter was adhered to the wall of the inferior vena cava. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years later, through the right internal jugular vein approach, the bard g2 inferior vena cava filter was attempted for removal. The inferior vena cava retrieval kit was advanced to the inferior vena cava filter. A venogram was performed which showed no clot and a snare along with g2 retrieval kit was used to attempt to retrieve the filter. However, the filter was adhered to the wall of the inferior vena cava and would not collapse into the capture device. Therefore, the retrieval attempt was unsuccessful, and the procedure was ended. Therefore, the investigation is confirmed for the alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of bilateral pulmonary embolism and deep vein thrombosis had an inferior vena cava filter deployed just inferior to the renal veins. Approximately two years post filter deployment, during scheduled filter retrieval, a snare device and retrieval kit were advanced to the filter and attempts were made to retrieve the filter but were unsuccessful. The filter was adherent to the wall of the vena cava and would not collapse into the capture device. The procedure was concluded. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years post filter deployment, a snare device and retrieval kit were advanced to the ivc filter and attempts were made to retrieve the filter. The filter was adherent to the wall of the ivc and would not collapse into the capture device. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous retrieval procedure as the filter was adhered to the wall of the ivc. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of bilateral pulmonary embolism and deep vein thrombosis had an inferior vena cava filter deployed just inferior to the renal veins. Approximately two years post filter deployment, during scheduled filter retrieval, a snare device and retrieval kit were advanced to the filter and attempts were made to retrieve the filter but were unsuccessful. The filter was adherent to the wall of the vena cava and would not collapse into the capture device. The procedure was concluded. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous retrieval procedure as the filter was adhered to the wall of the ivc. There was no reported patient injury.